Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the small battery drive device seized, moved heavily, and was jammed. It was further determined that the control unit was not functioning. It was further determined that the housing was deformed with a crack line at the screw securing area; and the device did not respond when triggered. It was further determined that the device failed pretest for check power with test bench, min.67.5 to 110 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and ecu function, check switching function, check the oscillation angle, check the off/osc/on switch mode function, check the attachment coupling, check the cannulation and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the date returned to manufacture for evaluation was dec 08, 2017. The correct date is jan 08, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.